Manufacturer narrative:
The auto off alarm and the low reservoir alarm functioned properly. The pump passed the displacement test, rewind, basic occlusion test, self-test and unexpected restart error test. All operating currents are within specification. The off no power alarm functioned properly. No unexpected low battery alarms were noted. The pump was unable to prime during prime test due to faulty force sensor system. The pump was unable to perform the occlusion test and excessive no delivery test due to prime anomaly. The pump had minor scratched display window, scratched reservoir tube window and broken reservoir tube lip.

Event description:
The customer reported via phone call of high blood glucose readings and hospitalization. The customer's blood glucose reading was 800+ mg/dl. The customer stated that he was admitted to the hospital about 2-3 times due to the pump's battery. The customer stated that he fell, was dehydrated and had low blood pressure. The customer was admitted to the hospital for high white blood glucose and kidney failure. The customer was treated with fluids, antibiotics, and insulin.